Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported 40 minute loss of monitoring for beds 8600 through 8614 on 5/27 from 2:22am to 2:40am. There was no patient harm reported by the customer.

Event description:
The customer reported 40 minute loss of monitoring for beds 8600 through 8614 on (B)(6) from 2:22am to 2:40am. There was no patient harm reported by the customer.